Manufacturer narrative:
Reported event: an event regarding infection involving a triathlon insert was reported the event was not confirmed. Method and results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned; medical records received and evaluation: no medical records or x-rays were made available for evaluation; device history review: the device was manufactured and accepted into final stock with no reported discrepancies; complaint history review: there have been no other similar reported events for the lot or sterile lot referenced. Conclusions: the reported event could not be confirmed as clinical history, follow-up notes and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
Removal of implants. Revision due to infection.

Manufacturer narrative:
The following devices were also listed in this report: triathlon cr fem comp #5 r-cem; cat# 5510-f-502; lot# elr4t. Triathlon symmetric x3 patella; cat# 5550-g-319; lot# 083t. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Removal of implants.